Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer was taken to the emergency room (ER) on (B)(6) 2019 with blood glucose over 500 mg/dl and large ketones identified as dangerous. The customer received intravenous (IV) fluids, insulin drip, and insulin injections. Reportedly, the customer's blood glucose lowered to 300 mg/dl however, the customer still felt sick and was admitted to the hospital that same day. The customer was treated with IV fluids and manual injections. The customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage. Troubleshooting for the occlusions could not be performed as the customer already switched out supplies.